Event description:
The procedure was a laparotomy. The dr was holding a clamp and the nurse was touching the clamp to cauterize a vessel. The "bovie" sparked and it jumped to the dr's ring finger and caused a minor burn.